Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator would not recognize the test load or the 3 lead trunk cable. There was no patient involvement.